Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a 54 mm abdominal aortic aneurysm approximately 26 months ago. At the time of implant, the aortic neck was 25 mm in length and it was 24-25 mm in diameter. The stent graft was implanted at the level of the renal arteries. It was reported that the aortic neck dilated to 28 mm and resulted in 25 mm distal migration of the stent graft with no proximal type 1 endoleak present. The stent graft migration was attributed to disease progression and dilatation of the aortic neck; however, the aneurysm shrunk to 32 mm in diameter. The right iliac artery had a 3 cm aneurysm. The decision was made to coil embolize the right internal iliac artery and extended it down to eliminate the aneurysm and to achieve distal fixation. No aortic cuffs were required since there was no proximal endoleak present. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation codes, results/conclusion: (dilated and diseased aortic neck), (migration). (Required secondary intervention).